Event description:
A healthcare professional reported during cataract intraocular lens (iol) implant procedure observed that one side of the iol haptic was missing. The physician decided to change to another lens and the surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA health impact codes of f1905 was not submitted, should have been reported on initial MDR submitted. Additional information was provided in h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case in a folded pouch with the associated company cartridge placed inside the lens carton. Viscoelastic was dried on the lens. One haptic was broken in the gusset area and returned. The other haptic edge was broken in two distal areas. The optic edge was broken. The broken optic material was not returned. The associated cartridge tip has stress lines on the posterior. The cartridge wings have evidence of handpiece use. A photo was returned that displayed the lens in the eye. One haptic was broken from the optic. A video was also provided that displayed the lens implanted into the eye and the broken haptic damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were used. The root cause cannot be determined for the reported complaint. The lens has been explanted and evaluated. The reported broken haptic damage was observed. A photo and a video were also provided that matched the haptic damage. The instructions for use (IFU): using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).